Manufacturer narrative:
Date of event: the exact event date is unknown.

Event description:
It was reported that the physician states the patient started leaking like 3 weeks ago. Physician tried cycling the device in office but no troubleshooting resolved the issue. The entire device was replaced after finding leak due to a hole in the cuff. There were no patient complications.